Manufacturer narrative:
As of 10/28/2022 unused returned product was submitted to the lab for testing with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted.

Event description:
Consumer stated on (B)(6) 2022 that product tore his skin off on arm area. Consumer stated that he went to the ER because of a skin tear on her arm. Consumer returned customer information request (cir) on 10/17/2022. Consumer stated that he required treatment. He changed the dressing daily. Consumer also stated that the symptoms corrected after stopping using the product.

Manufacturer narrative:
As of 10/28/2022 unused returned product was submitted to the lab for testing with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. As of 12/06/2022 retained sample was submitted to the lab for testing with no defects noted. Refer to section b.6 for further details. Code added: type of investivation 11.

Event description:
Consumer stated on (B)(6) 2022 that product tore his skin off on arm area. Consumer stated that he went to the ER because of a skin tear on her arm. Consumer returned customer information request (cir) on (B)(6) 2022. Consumer stated that he required treatment. He changed the dressing daily. Consumer also stated that the symptoms corrected after stopping using the product.